Manufacturer narrative:
Customer phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the balloon in an arndt endobronchial blocker set did not inflate. On an unknown date, during preparation for a cryobiopsy procedure, the blocker balloon was test inflated. The balloon did not inflate or inflated very slowly. A different device was used to complete the procedure. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
One prior to use device was received by cook on 13sep2022. The device failure analysis confirmed that the balloon would not inflate. In addition during testing, when the device was submerged in water, air bubbles were noted coming from the balloon, indicating leakage.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: a physician from hospital regional de málaga of spain reported to cook on 05jul2022 regarding an issue with the balloon from an arndt endobronchial blocker set (rpn: c-aebs-7.0-65-sph-as; lot: 14357154). During the test inflation, it was noticed that the balloon inflated very slowly. This issue occurred in two additional devices during the same procedure. However, when the devices were re-tested in front of the representative, only one wouldn¿t work. A different device was used to complete the cryobiopsy. No patient contact was made with complaint device, and the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures of the device, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one prior to use 7fr aebs device. During tabletop testing, the balloon was submerged in water and test inflated. The balloon would not inflate, and air bubbles were coming from the middle of the balloon. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The dhrs for lot 14357154 and raw material lot (2154043.1) record no non-conformances or additional complaints from the field. The component is supplied to cook and a supplier investigation was sent. The supplier¿s investigation found the raw material lot passed the sample inspection prior to shipment. There were no other similar complaints for the silicone balloon. The information provided upon review of the dmr, the DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: warnnings. ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions. ¿care should be taken to ensure the balloon remains fully inflated during longer procedures.¿ instructions for use ¿warning: the lungs should be carefully auscultated following initial endobronchial blocker placement and balloon inflation to ensure proper functioning of the endobronchial blocker.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the device was damaged during shipment or after it was opened, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.